Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection and functional testing were performed. The set was spiked into a 1000 ml solution bag of distilled water. The set was then primed and checked for flow. The sets roller clamps were functionally checked. The set performed as designed. No malfunctions occurred during evaluation.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access buretrol set was involved in a no flow incident during patient infusion of magnesium sulfate using a sigma pump (baxter product). The pump was set to infuse a bolus of 50 ml over one hour, but after an hour, it was found that this 50 ml remained inside of the set. The pump was then reset, but after another hour, the 50 ml still remained within the set. The reporter stated that the intravenous (IV) line was found to be kinked, and the pump did not alarm for an occlusion. The patient was treated with labetalol for elevated blood pressure after this event; however, the patient had been treated with labetalol prior to the event as well. There was no patient injury or medical intervention associated with this event. No additional information is available.